Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no physical damage where foreign material remained. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection. Operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found light cover glasses chipped and contamination evident, glass adhesive, distal end cap, and distal end worn, insertion tube delamination, hole in button, leaking from switch, scope connector water ingress, leaking from biopsy channel, the angulation was low, knobs play, and electrical system test failure and incorrect reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the evis lucera elite gastrointestinal videoscope was leaking from the distal end in the up position. The issue was found during reprocessing. Inspection and testing of the returned device found white crystal contamination (simethicone type product) was identified in the air/water channels within the control body. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.